Event description:
The following has been reported: biomed reported: "I have a unit to be sent out for repair. There was no patient harm involved. (B)(6) - upon startup of the pump, a "pump problem" alert will activate, restricting usage. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.